Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ mgit¿ 960 system. Suspected failure in reading the equipment. Increased positivity. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.

Event description:
It was reported that bd bactec¿ mgit¿ 960 system. Suspected failure in reading the equipment. Increased positivity. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.

Manufacturer narrative:
H.6 investigation summary: this complaint alleges a failure on a mgit 960 instrument (p/n 445870, s/n (B)(6)). The customer reported an increase in false positive results on their instrument. A field service engineer (fse) arrived onsite to troubleshoot the instrument. False positives were seen in all 3 drawers, normal environmental conditions were noted, calibrators are within expiration date, optics were good. The fse replaced the motherboard and returned the instrument to the customer in working condition. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. The root cause is a faulty motherboard. This is a confirmed failure of a bd product. Complaint history for results was reviewed for the month of december. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). This complaint will be included in the periodic trend review.